Event description:
A nurse contacted baxter (B)(4) regarding a blood leak from a xenium 210 dialyzer. It was reported that when the home patient (hp) commenced dialysis at home and had primed the dialysis machine. On connecting to the machine, the patient immediately noticed blood dripping from the venous connector of the dialyzer. The patient stated that the connector is designed differently to the av05 lines in that the threads can easily be screwed and appear correctly connected. The patient was able to stop the machine and correctly connect the dialyzer to the bloodline without having to change the line. The patient has not experienced any further issues with connecting the lines to the dialyzer since this issue. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the clinical team, they stated that the clinical area responsible for training the patients, believe that patients received adequate training as well as reinforced info when issues started to happen. Baxter trained the nurses. The patients in question were established on hhd had experience with av 05 lines with no issues connecting to dialyzers.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The complaint for a blood leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.